Manufacturer narrative:
(B)(4). Batch # t5dh0f. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was uncut and indented, and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer. The device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke, or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device, the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during a gastrojejunostomy for a (B)(6) y/o male with stomach cancer, device was fired by the surgical consult. The device had closed fine before firing and he experienced no issues before firing. Firing the device was fine, it was towards the end of the sequence when he expected the crunch of the washer breaking, which it did however it ¿felt weird.¿ unlike previous times using the device. There was audible and tactile feedback but strange ¿ washer broke and completed anastomosis for easy removal. Donuts were fine and actually led surgeon to believe all was well following anastomosis. A complete transection of the washer was not confirmed as there was no inspection by the team due to hearing the washer crunch the typical way. There was no sign of poor anastomosis until inspected when the surgeon saw a ¿puckering¿ of the staple line where the surgeon was able to pull apart the anastomosis due to staples not fully formed but open with only a small bend to the legs. The anastomosis had to be handsewn, adding 45 mins on to the operating time, but did now cause any further complications to the patient¿s recovery or status. The surgeon confirmed the patient is doing well post-surgery and is happy with how recovery is going.